Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2019 with blood glucose of 48 mg/dl at the time of the incident. The customer was at 58 mg/dl during an earlier low incident. The customer used glucose tablets and food to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was completed and the customer stated the pump programming was inaccurate. The customer also reported tape not sticking while they were exercising. The insulin pump will not be returned for analysis. Frn-mmt-332-rsvr. Unomed set.